Event description:
During left heart catheterization angio seal vascular closure device produced by st. Jude medical serial number (B)(4) lot 3354299 broke off inside the pt's artery. Subsequent attempts to remove the broken part have been unsuccessful. Pt's artery is now blocked by this broken device. By-pass surgery was considered but pt has been told it will do more harm than good. Event occurred (B)(6) 2011 at (B)(6) hosp in (B)(6). The broken device remains in place. Attending physician was (B)(6) md medical record number is (B)(6). Hospital has supposedly reported this event and FDA is supposedly investigating. MFR has also supposedly been notified and is supposedly investigating. Pt is extremely concerned about his health and long term outcome. Pt desires that this broken device be saved for inspection and testing by the FDA and others to determine the cause of failure.